Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between her ipg and external devices. Sjm representative confirmed the issue by using multiple external devices. Surgical intervention will be taken at a later date to address the issue.